Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found; distal segment returned. It was reported the lead and device were explanted and replaced due to high thresholds and impedance. No patient complications were reported as a result of this event. No conclusion can be drawn impedance, high high threshold.

Event description:
It was reported the lead and device were explanted and replaced due to high thresholds and impedance. No patient complications were reported as a result of this event.